Manufacturer narrative:
On 3/18/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found that the hemostatic valve appeared to be dislodged inside of hub. Friction ring and brim cap remain intact. The findings were reviewed and determined to be MDR reportable for the hemostatic valve separation. Device evaluation details: on 3/31/2020, the device evaluation was completed. The device was visually inspected and valve was found dislodged into hub. The valve could have been detached due to an external force while inserting the device thru the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. Manufacturer¿s ref # pc-(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that during the ablation procedure, the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke off when the physician advanced into the left atrium. The sheath was replaced, and the case was continued. No patient consequences were reported. Multiple attempts were made to obtain clarification regarding this complaint without response. With the information available, this event is being conservatively reported as hemostatic valve separation. Should more information become available in the future, it will be reviewed and processed accordingly.